Manufacturer narrative:
Additional information: g3, h3, h6. The device associated with the reported event was not returned for evaluation. Based on the documented event information, including available photographs, videos, event descriptions, and any additional field data, the most likely cause of the reported device breakage is attributed to use error, including the application of excessive force, shortening the suture strands. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 22-jan-2026, it was reported by an arthrex subsidiary employee via (B)(4) that when the sutures of an ar-3740sp self-punching 2.6 mm double loaded knotless knee fibertak were pulled, the anchor broke. This was discovered during use with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.